Event description:
New information states that the device was explanted on (B)(6) 2018.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up 5 months post implant. Upon interrogation the device exhibited premature battery depletion. High current drain was suspected to be the possible cause. Device replacement was discussed. The patient was in a stable condition.

Manufacturer narrative:
Correction: manufacturer report 2017865-2018-01760, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).